Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered from diagphragmatic stimulation. Upon interrogation, the right ventricular lead exhibited high capture threshold. During lead revision, the patient blood pressure temporarily dropped. The physician suspected of lead perforation. No intervention was performed due to perforation. The lead was repositioned successfully. The patient was asymptomatic post operation and was in stable condition.